Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/04/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with an infection which occurred seven days after the sensor had been inserted in the arm. Prior to sensor insertion the area was cleansed with soap and water. The patient developed a rash, redness, inflammation, pimples, blisters, drainage, pustules, and an infection at the needle puncture site. The patient had itching and burning sensation in the area. On (B)(6) 2024, tech support followed up and called the patient to verify the medical intervention information. On (B)(6) 2024, the patient consulted a physician who prescribed lab work and oral pain medication (hydrocodone unspecified dosage). The patient mentioned she could no longer recall the medication dosage and lab information, and the skin reaction photos were deleted. At the time of report the patient confirmed the wound had already healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.